Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 39 mg/dl at the time of incident. The customer treated their blood glucose with food and juice. It was found the customer was experiencing low blood glucose for the past two weeks. The customer's current blood glucose was 139 mg/dl. The customer stated their drive support cap appeared to be normal. The trasmitter will not be returned for analysis.